Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no numbers ramping up or moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with broken off the belt clip rails. The p-cap locks properly into place.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and had sticky buttons. The customer¿s blood glucose level was unknown. The customer mentioned that the rails on back of the insulin pump broke. They mentioned that the reservoir compartment was not damaged. The customer stated that one of the button was sticking. They mentioned that when they push the up arrow, it sticks and then ramps up. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. The insulin pump was not exposed to altitude change. The insulin pump will be returned for analysis.